Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment inspection, it was observed that the minimal access attachment device would not release the cutter device, had a very low tolerance for side loading, slowed down, and was heating up. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, it was reported that the device was running rough. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device would not release the cutter device was confirmed. However, the other reported conditions that the device had a very low tolerance for side loading, slowed down, heating up and running rough were not confirmed. During evaluation, it was determined that the cutter device was galled and turned in the spindle; therefore, not allowing the pretest to be completed. It was determined that this issue was due to a worn out cutter lock spindle as the cutter device spun, galled and became stuck in the attachment device. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.